Event description:
Rptr experienced the following illnesses after silicone breast implantation: hypothyroidism, major depression with hospitalization, chronic sinusitis, two sinus endoscopy surgeries with multiple polyps, autoimmune thyroiditis, elevated cholesterol, weight gain, photosensitivity, edema, sleep disturbances, headaches, allergies, chronic fatigue, confusion, constipation, hair loss, elevated blood pressure, clumsiness, chest itching under skin, hypoglycemia, and shoulder pain.